Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. Reportedly, the pump had a short battery life issue, there was moisture corrosion in the battery compartment, and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 06/15/2017 with the following findings: review of the pump¿s black box revealed alarms and conditions related to the alleged short battery life issue. A battery compartment crack was observed. Moisture was observed behind the display lens. Leak testing revealed a battery compartment leak. High voltage draw, above specification, was discovered during evaluation. Moisture was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).